Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There was no physical damage, and the device was not dropped. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 19-nov-2024. H3: one device was received for investigation. The reported issue was confirmed during functional testing when the device was observed to leak. The investigation traced the issue to the device gasket, which was determined to be worn. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.